Event description:
A customer contacted global technical service (gts) for setup help. The technical service representative (tsr) assisted the home patient (hp) to get started on the homechoice (hc) and go through the beginning, self testing, and priming. The hp then stated that there was a leak coming from the patient line. The tsr advised the hp to start over with all new supplies. The hp understood. There was patient involvement but there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a leak issue is not confirmed because patient reported about a leak from the patient line during setup. Assignable cause is undetermined because the disposable set was not returned to baxter and the user did not describe any types of use errors or other issues that might have caused the leak.